Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The insulin pump alarmed motor error. The blood glucose reading is 265 mg/dl. Customer stated that he always runs high. The motor error occurred during the prime process. Customer is unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.